Event description:
It was reported that this left ventricular (lv) lead was surgically explanted and replaced due to an increase in thresholds one month after it was implanted. The physician decided to implant the patient with a quadripolar lv lead and cardiac resynchronization therapy pacemaker (crt-p) system. No additional adverse patient effects were reported.